Manufacturer narrative:
Evaluation in progress, but no yet concluded.

Event description:
During use of the device for a non-clinical activity, the user reported that the blue cable sheath was torn. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.